Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she also experienced high blood glucose. The customer's blood glucose was 63 mg/dl at the time of the incident. The customer's blood glucose was 383 mg/dl at the time of call. The customer reported that she was not wearing the insulin pump at the time of hospitalization for less than 48 hours. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.